Manufacturer narrative:
The insulin pump was received with the operating currents within spec. And passed the self test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the dat test at 0.08770 inches. The no delivery alarm functioned properly during the basic occlusion and occlusion tests. The insulin pump was programmed with test minilink and the glucose sensor simulator. The insulin pump communicated properly with glucose sensor simulator and displays the 100 mg/dl value properly on display graph. Monitored the pump and no unexpected low bg suspend occurred. Reduced the test sg level to 45 mg/dl and the pump displayed low bg 40 mg/dl alerts properly. No unexpected suspend (low bg) occurred during testing. Pump received with minor scratched lcd window, missing end cap sticker, and scratched reservoir tube window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced a high blood glucose level. The customer's blood glucose was 689 mg/dl at the time of the incident and the current blood glucose level 287 mg/dl. The customer was treated with syringes for high blood glucose. The insulin pump passed the high pressure test. The customer advised that the pump needs to be returned and also advised to revert to the back-up plan. The pump will be returned for analysis.